Event description:
It was reported that the patient is complaining of intense nerve pain after using the bhs device. The patient also stated that she has severe fibromyalgia. The patient will be switched to an ortho pak assembly for treatment. The bhs assembly and sflx 2 coil will be returned. No additional patient consequences have been reported.

Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in september 2022. Medical product: unknown. Therapy date: unknown. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient is complaining of intense nerve pain after using the bhs device. The patient also stated that she has severe fibromyalgia. The patient will be switched to an ortho pak assembly for treatment. The bhs assembly and sflx 2 coil will be returned. No additional patient consequences have been reported.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer, d4:lot number is unknown g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, d8-9, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. Without a product return, no product evaluation can be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend. Investigation summary: coils are distributed in the u.s, therefore, only the us decision tree is applicable to this complaint. Based on the data available through the review and investigation of this file, the most likely underlying cause could not be determined because the product was not returned. Because the product was not returned, neither the lot nor the serial number could be determined. Therefore, the device history records (dhrs) were not reviewed; the master labels, bill of materials (boms), material certifications, inspection criteria, and product prints were not requested or pulled for this investigation; the vendors were not contacted; and the product was not pulled from stock for evaluation. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. Without a product return, no product evaluation can be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend. Highridge medical will continue to monitor for trend. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.